Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a warning power on reset (por) message. The therapy has stopped due to por. The patient reported that she was trying to charge the ins turn therapy on and she saw the por message. The por could not be cleared. The patient reported that she had an appointment on the day of the report. No further complications were reported.